Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no obstructions, damaged, broken, or other defects were detected. Functional testing was performed but the reported issue could not be replicated; no leaks were detected. The root cause could not be determined. No further actions were taken. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the patient noticed a leakage with the extension set. The patient retightened all the connections. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: possible affected lots 4372777, 4365451, 4354705.